Manufacturer narrative:
E1 - initial reporter zip/post code: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.